Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump gets stuck during priming and rewind. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported deep scratch or crack on the insulin pump screen and grinding noise on rewind. The insulin pump also rejects battery as the battery lasts for only 1.5 week. The insulin pump has lost the insulin pump settings. The device will not be returned for analysis.